Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery of knee osteoarthritis on (B)(6) 2017, the instrument in question was connected to sp2 femoral inserter (p/n: 96-6520, lot number was unknown), and the femoral implant (cr cement type, p/n and lot number were unknown ) was attached. Then, the surgeon hammered the implant to the patient¿s femur using a hammer to insert the implant. When the surgeon removed the instrument from the implant and returned it to the nurse, the nurse realized that part of the instrument was splitting. The surgery was completed by using the alternative device since the surgeon prepared 2 set of the devices. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.